Manufacturer narrative:
(B)(4). D10 - associated medical instruments: oxf cmntls implant insert; item# 32-422097; lot# zb161002. Oxf cmntls implant insert; item# 32-422097; lot# zb7251516. G2 - foreign: event occurred in germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during cleaning and sterilization, three cementless tibial inserters were identified to be damaged. Two inserters had a fractured metal tip, while the third had a fractured blue plastic pad. Attempts have been made and no further information has been provided at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, d9, g3, g6, h2, h3, h6, h10, h11. The following sections were corrected: d4, h4. The products involved in the reported event were returned for investigation. All items exhibited expected signs of use, including gouges, scratches, and tool marks. Lots zb7251516 and zb161002 were confirmed to have a fractured tip, while lot zb7232850 had a fractured blue plastic foot; in all cases, not all broken pieces were returned. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint histories identified additional similar complaints for the reported items and no additional similar complaints for the reported part and lot combinations. Complaints are monitored per complaint trending process. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, g3, g6, h2, h11. The following sections were corrected: d4, h4 if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.